Event description:
It was reported that during the procedure in the heavily calcified left anterior descending artery for treatment of restenosis of a 3.0 x 18 multilink vision stent, a 1.20 x 6 mini trek dilatation catheter was advanced but could not cross the lesion. The dilatation catheter was removed from the anatomy without resistance. A cutting balloon was used. A non-abbott dilatation catheter was used for treatment of the restenosis. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough hypercoat. Guide cath: radiguide 6 f jl3.5. There was no reported product deficiency. The reported patient effect of restenosis, as listed in the vision instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.